Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced. The patient was feeling light headed and pre syncopal. There were episodes of noise that were causing oversening and under pacing.